Event description:
Event description guidant received information that these left ventricular leads were not implanted due to impedance and capture issues. During the attempted implant, there was no stimulation at 8-9 volts. The impedance was about 2600 ohms. The physician suspected lead damage. Another 4517 was tried with the same problems. The physician will evaluate the possibility to implant another lead. The patient is fine. The unused leads were returned for analysis.